Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 device not returned. H3 evaluation: photos received for analysis. Upon visual inspection of the image, a product device was observed to be polymerized. However, no conclusion could be reached as the device was not returned for analysis. All ethicon product is 100% inspected prior to launch. Top management collects and reviews the information you provided on a routine basis to detect any associated trends. We value your help in providing us with the opportunity to evaluate the reported event, as all information reported to our company is critical to our continuous improvement efforts. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date in 2021 and topical skin adhesive was used. During procedure, while activating the product the glass 'came through the rubber and stuck the nurse. No further information is available at this time. No reported patient consequences. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and obtained. If further details are received at a later date a supplemental medwatch will be sent. What was done to treat the shard penetration? Not disclosed by united surgeons llc contact. Was medical or surgical intervention required? Not disclosed by united surgeons llc contact. Was there any special diagnostic test performed? Not disclosed by united surgeons llc contact. What is the status of the nurse's injury today? Not disclosed by united surgeons llc contact. Was it difficult to break the ampoule (was extra force needed to break the ampoule)? Not disclosed by united surgeons llc contact. Was the ampoule crushed repeatedly? Not disclosed by united surgeons llc contact. Can you identify the lot number of the product that was used? No product is available for return. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.